Event description:
Heartware left ventricular assist device (lvad) presents with hemolysis requiring exchange to heartmate 3 lvad. Reoperations for bleeding were performed a few days later. Cerebrovascular accident (cva)/subdural bleed found a few days later in the absence of aspirin, heparin, coumadin since pump exchange due to bleeding.